Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a "bad main display" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to lines on the main display. The main display was replaced to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "bad main display." This condition has the potential to cause an interruption of delivery. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.